Event description:
It was reported that during an implant procedure, the lead¿s lumen couldn¿t be inserted with a guidewire smoothly. The physician suspected a lead issue and replaced it with a new lead to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).